Manufacturer narrative:
(B)(4). Date sent: 11/26/2025 d4: batch # unk additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes, they closed the device and pulled the firing trigger. According to the resident the device traveled to distal tip but then froze. They couldn¿t see the tip as the location was challenging so not sure what the stapler encountered. If yes, how was the device removed? I instructed resident to remove battery and re-insert. He did this and the device appeared to reset and the firing sequence completed. He then opened the jaws and removed the device. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? See above did the jaws eventually open? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a98j6x, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy procedure, the surgical team attempted to fire the stapler. However, the stapler fired in one direction and failed to return to its original position. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 12/09/2025 d4: batch #a98h6l. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with the anvil bent upwards and with a gst45w reload loaded on the device. The reload was received fully fired with some b-formed staples on the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. The event described of difficult to open and would not reverse knife automatic could not be confirmed as the device opened without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98h6l, and no non-conformances were identified.